Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 28-feb-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was received coated in viscoelastic residue and was cut in half, with both haptics cut/detached. The lens was cleaned and no issues that could cause or contribute to the complaint issues were observed. The complaint issues of blurry vision, unexpected postop refraction, and explant were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1 - email address: unknown, information not provided. Section e1 - telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with a toric intraocular lens (iol) in the left eye had complained of blurry vision with poor visual acuity of 0.6 with both far and near distance. The reporting physician decided to explant the iol as the patient's visual acuity and astigmatism were not improved after four months. No further details provided.

Manufacturer narrative:
Section d4: UDI number: the correct UDI is (B)(4).